Manufacturer narrative:
Device evaluation summary: there was no deformation observed to the applier and no endoanchor fragment loaded in the housing. The ten (10) cassette ports were intact and unopen. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 9.19v. The battery was reattached, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax09 brown-out tripped, 0bx00 power on, 0cx00 no error, 00x00 power on. The device was restarted in factory mode with the with the blue error on, the forward light on and the back light flashing. An endoanchor was successfully loaded and deployed with no issue noted confirming the applier functionality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5. Additional information received; it was reported one part of the endoanchor fragment remained safely implanted in the patient and there is no floating piece. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endo anchor system - heli-fx aaa was attempted to be used in an unknown endovascular procedure. It was reported that during the index procedure, when loading the 5th endoanchor, it was found that the implant could not be loaded optimally. It was stated that the implant was not completely loaded into the applicator, and a part of the spiral protruded outside the teeth of the applicator. When removing this retainer from the applicator, the operating surgeon found that the fragment of the endoanchor remained in the applicator and it was not possible to remove the fragment by carrying out both stages of implantation. The debris was removed with tweezers. It was stated that further the implant, the device was not loaded optimally. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.